Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l52352, implanted: (B)(6) 2000, product type: catheter. Product ID: 8711, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient receiving morphine ( concentration 15mg, dose 9mg), clonidine (concentration 90mcg, dose 54mcg) and bupivacaine (concentration 5mg, dose 3mg) via an implantable pump. The indication for use was non-malignant pain and failed back surgery syndrome. The patient experienced sweating, a critical alarm was also heard. The patient went to the emergency room, logs were read and a motor stall was noted by health care provider. The logs indicated that the stall occurred on (B)(6) 2015 at 02:50 and recovered on the same day at 23:07 surgical intervention occurred; the pump was replaced. The patient recovered without sequelae.

Manufacturer narrative:
Analysis of the 8637-40 serial number (B)(4) found gear train anomaly, corrosion and/or wear and/or lubrication. Analysis found gear train anomaly, stall due to shaft-bearing. Analysis found slight corrosion present on gear wheel 3. Analysis found wear on the upper shaft of gear 2, and significant residue. Analysis found damage to o-ring.

Event description:
Additional information received from a healthcare professional reported the cause of the motor stall was unknown. The patient's symptoms were reported to be resolved. The patient's pertinent medical history included failed back surgery syndrome (fbss), sacroiliitis, knee osteoarthritis, and myofascial spasm. The oral medications the patient was taking at the time of event included hydrocodone 10/325 2 every 6 hours, lyrica 75 mg twice a day, and celebrex 200 mg twice a day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.